Event description:
--

Event description:
Boston scientific received information that this transvenous defibrillation lead in asociation with the acute implantable cardioverter defibrillator did exhibit out-of-range shock impedance. No adverse patient effects were reported.

Manufacturer narrative:
Most recently, this lead was surgically abandoned for the out-of-range impedance issue. This issue may have been the result of a car accident that the patient had been, however the source of the issue was not known for sure. There were no adverse patient effects beyond the need for surgical intervention.

Manufacturer narrative:
Since the initial out-of-range impedance issue, the patient had been to their following physician. The boston scientific local area sales representative confirmed that the shock impedance has been within normal limits at this visit. The system remains actively in service without any plan for intervention of any kind at this time.